Event description:
The patient was implanted with t-sling and a competitor's mesh. Later the patient experienced continued stress urinary incontinence, urinary tract infections, vaginitis, abdominal pain, probable small obstruction that resolved and type I hypersensitivity reaction. An additional t-sling placement, under general anesthesia, was performed.